Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be identified. However, based upon the information from olympus china, omsc surmised that the reported phenomenon occurred because the user had reprocessed the subject device using a gauze, which might be the origin of lint or fluff, and these lint or fluff invaded the air/water channel and came out of the air/water nozzle, or was caught in the air/water nozzle. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the local office of olympus (B)(4). The local office of olympus (B)(4) checked the subject device and found the reported phenomenon, and also found that the reported foreign materials were kind of like cotton fiber. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the local office of olympus (B)(4), it was found that the foreign materials remained in the air/water nozzle and the air/water nozzle was clogged with foreign materials. When the air/water nozzle was cleaned, the foreign materials were removed from the air/water nozzle. The subject device had not been used for a patient. The subject device had been returned to olympus china for repair of the insufficient angulation. There was no report of patient injury associated with this event.